Event description:
Dealer stated unit alarmed, then registered low o2 at two liters it was 80% the unit alarmed at pt house, dealer heard over phone but he cannot get unit to alarm again. Just yellow light.